Event description:
It was reported that, "the stem trial was lodged in femoral canal so we attached the t-handle adapter to the stem to remove it. The handle broke while trying to remove the stem."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.